Manufacturer narrative:
(B)(4). Product ID: neu_unknown_ext, serial# unknown, explanted: (B)(6) 2016, product type: extension.

Event description:
Additional information received via a healthcare professional from a clinical study reported diagnostic methods included specimen being collected during the procedure that identified e. Faecalis on (B)(6) 2016. A probable contamination of the sample was mentioned. It was indicated interventions also involved the explant of the extension. Implantation of a "previously explanted implantable neurostimulator (ins) and extension was performed almost 2 months later. The event was reported to have resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function.

Event description:
No new information was reported.

Event description:
Additional information was received from a manufacturer representative (rep). It was confirmed that the event resolved on (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to related to the device/therapy and not related to the implant procedure; the implantable neurostimulator (ins) was noted.

Manufacturer narrative:
Upon review of the additional information received, it was determined that patient code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that bacteriological analysis results confirmed the probably contamination of the sample; there was no infection. It was also noted that the previously explanted implantable neurostimulator (ins) and extension were re-implanted on (B)(6) 2016.

Event description:
A healthcare provider (hcp) for a clinical study reported neurostimulator migration and infection at the pocket site, requiring in-patient hospitalization and examination on (B)(6) 2016. The neurostimulator was explanted on (B)(6) 2016 and the event resolved without sequelae on (B)(6) 2016. It was noted the event was possibly related to the device or therapy but was not related to the implant procedure.